Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
(B)(6) advised there is a sticker on chair that says 9sl. (B)(6) advised nylon seat upholstery is ripped and back upholstery is molded..